Manufacturer narrative:
Apoc incident # (B)(4). Apoc labeling will be evaluated during the investigation as pertaining to the event.

Event description:
On (B)(6) 2023, abbott point of care (apoc) was contacted by a customer regarding I-stat troponin cartridges and analyzer that yielded a false positive discrepant result of 0.21 ng/ml on an 56 year old female patient with history of asthma, ms. Admitted with hypokalemia and alcohol intoxication, & diarrhea. The complaint was received from an active monitoring survey for the I-stat ctni cartridge. There was no additional patient information at the time of this report. Method, date, tested, result, sample: I-stat, (b)6) 2022, 824, 0.21 ng/ml, whole blood; beckman dxi, (B)(6) 2022, 835, <0.01 ng/ml, plasma. At this time there is no reason to suspect a malfunction exists. The reporting decision was based on the limited information available that suggested that product was not performing within the variability. The investigation is underway. Per I-stat system manual: art: 715595-00v; reportable range: 0.00 - 50.00; reference range: 0.00 - 0.03 (represents the 0 to 97.5% range of results); reference range: 0.00 - 0.08 (represents the 0 to 99% range of results).

Manufacturer narrative:
Apoc incident: # (B)(4). The investigation was completed on 21-mar-2023. A review of the device history records (dhrs) confirmed the cartridge lots met finished goods (fg) release criteria. Due to expiry prior to the investigation open date (06-mar-2023), retained cartridge testing of ctni lots a22194 (expired 11-feb-2023) and a22208 (expired 25-feb-2023) could not performed. Retained cartridge testing of ctni lots a22233 and b22273 met the acceptance criteria outlined in appendix 1 of q04.01.003 rev. Ak (product complaint level 2 and level 3 investigation procedure). No deficiency has been identified for ctni cartridge lots a22194, a22208, a22233 or b22273.

Event description:
Na.